Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the data/database found the customer comment of an inability to interrogate was confirmed. Analysis of the data/database found the customer comment of an egm issue could not be confirmed but was deemed plausible. It was also determined that there was a loss of telemetry. Continuation of d10: product ID w3dr01 implantable pulse generator (ipg) m01a02 mobile programmer 2090, programmer carelink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a partial electrical reset where diagnostic data such as pacing percentages and rate histograms were cleared, however parameter values remained unchanged. The mobile programmer lost telemetry with the ipg when it was being passed over and was unable to reconnect. After the procedure interrogation using the mobile programmer was unstable and stopped with 'could not connect' diagnostic message. When it was able to interrogate the electrograms (egm) looked very fast and oscillating showing 'squiggly lines'. The user switched to a legacy programmer which was unable to interrogate and encountered the same issue with oscillating egm. After turning the implant detect off the egm restored correctly. The user re-attempted interrogation with the mobile programmer and an additional mobile programmer however the oscillating egm issue persisted which was resolved only when using the mobile programmer in non-wireless mode. It was further noted that patient monitoring network transmissions had no current egm. No patient complications have been reported as a result of this event. It was further reported that when the ipg was interrogated with the legacy programmer no egm was displayed and when the ipg was interrogated with two additional legacy programmers no egms were displayed. It was determined at analysis that the second mobile programmer experienced a loss of telemetry connection.